Event description:
A baxter sales representative emailed baxter corporate product surveillance regarding a facility report of a pediatric extension set in which a no flow was observed. According to the report, when the extension set is attached to an unknown hospira primary set and a clave luer activated device, the carefusion pump alarms downstream occlusion. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.